Event description:
Leaking from the y site during medication administration. FDA safety report ID # (B)(4).

Event description:
Leaking from the y site during medication administration. FDA safety report ID # (B)(4).